Manufacturer narrative:
The reported events of resistance going into tether mode, premature separation, and tether break were confirmed. As received, a catheter was returned in one piece with no attached device, and blood was noted in the distal cap region. Final analysis found one of the tether wires to be fractured, and the other was buckled at the transition zone. The torque coil was found offset consistent with procedural damage. The cause of the reported events was due to fractured and buckled tether wires at the transition zone.

Event description:
It was reported that the patient presented for aveir leadless pacemaker implantation. During the initial ventricular leadless pacemaker (lp) implantation, the catheter inappropriate jumped toward the apex when the protective sleeve was pulled for pre-mapping, leading to abnormal current of injury inversion and high pacing impedance, raising suspicion of perforation. A subsequent drop in blood pressure and patient arrythmia prompted imaging which revealed pericardial effusion. The ventricular lp implantation was abandoned, the catheter removed, and the patient stabilized under observation. The procedure then proceeded with atrial (ar) implantation, which was complicated by high pacing thresholds causing capture failure. After finding an acceptable site, screwing was performed, but resistance by the catheter going into tether mode led to repeated redocking attempts; ultimately, the device unintentionally released from the catheter without pressing the release button. Catheter tether damage was noted. Since device measurements were acceptable, the procedure was concluded. The patient remained stable, with atrial implantation completed successfully and ventricular implantation abandoned on (B)(6) 2025.